Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The balance middleweight guide wire referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that during a procedure to treat a lesion in the proximal circumflex (cx) artery to the 1st obtuse marginal artery, a balance middleweight (bmw) universal ii guide wire was advanced. A 3.5x18 mm rx xience xpedition stent delivery system was advanced without any resistance noted and the stent was implanted. When removing the bmw universal ii guide wire from the cx, resistance was felt with the implanted stent and the distal portion of the guide wire separated due to the guide wire being trapped between the proximal edge of the stent and the vessel wall. The remaining portion of the guide wire is removed from the patient anatomy. After procedure, images reviewed confirmed that the distal tip coil remained trapped extending to the trunk and the ascending aorta to the left subclavian. Recovery of the separated distal tip coil was done with a non-abbott loop device. Reportedly, the 3.5x18 mm rx xience xpedition stent was noted to be slightly shortened after the extraction of the separated guide wire tip coils. There was no adverse patient effects and the patient has recovered. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.